Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products (B)(4) lead implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) had triggered due to high impedance readings and spikes with the right atrial (ra) lead. It was further reported that an alert was triggered for low impedance on the atrial lead. It was also noted that there was noise on the lead. The clinician also reported that the patient had been involved in a motor vehicle accident within the time frame of some of the occurrences, which correlated with indicated date and data. The clinic chose to monitor the issue, and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited oversensing. The lead was turned off and remains implanted.